Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, loss of capture and loss of sensing were observed on the device. The patient also experienced phrenic nerve stimulation. Therapy was disabled on the device. There were no adverse consequences or symptoms related to the event; the patient's condition was stable and will continued to be monitored.

Manufacturer narrative:
The reported events were no capture, no sensing, dislodgment, twiddler¿s syndrome, and phrenic nerve stimulation. The reported events of no capture and no sensing were not confirmed. As received, a complete lead was returned in one piece with the helix extended. The helix extension length was within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual examination found no anomalies with the exception of damage incurred at the time of explant.

Event description:
It was reported that the rv lead had become dislodged due to twiddlers' syndrome. The lead was explanted and replaced in order to resolve the event, and the patient's condition was stable following the procedure.